Event description:
It was reported that during a gastric bypass procedure, on the second firing of the device with a blue reload, when they went to fire the device the motor was heard but it did not fire. No staples were deployed and no cut was made during this firing. It was also noted that the battery was hot. Another device was opened and used to complete the procedure. There were no adverse consequences for the patient reported at the time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach/bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. If echelon, during which stroke did the event occur? Powered. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes - 2nd fire. Were any unexpected noises heard? If so, when? No - but motor was heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Nothing abnormal reported. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Unknown. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. How long has the surgeon been using this device for this procedure (in years)? Since it first came out. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? None fired. Was the staple line incomplete or did it exceed the cut line? No cut formed. Was the patient taking any anticoagulants or dvt prophylaxis? Asku.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no anomalies were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.